Event description:
Found to have low pump speed warnings indicating low or zero flow. Power spikes indicating a possible short in the wiring. The controller was changed out as well as the power module. An analysis was requested by the manufacturer to assess.